Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history of the device found no previous repairs in the last 12 months. The initial customer issue was confirmed through the downstream occlusion test. Further investigation found a defective latch lock sensor, upstream occlusion (uso) sensor and printed wiring assembly (pwa)board connector. The latch lock sensor, uso sensor and pwa were replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for a downstream occlusion (dso) failure, during device analysis, a defective latch/lock and upstream occlusion (uso) sensor were identified. There was no patient involvement.